Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Small r-waves, low impedance and fluctuating thresholds were noted on the right ventricular lead. It was suspected that the lead had moved from its original position. The lead was revised on (B)(6) 2019. The patient was stable before, during and after the procedure.